Event description:
It was reported that the patient complained of "vibration" associated with diaphragmatic stimulation. The device was reprogrammed, but the patient complained of still feeling an occassional "vibration".